Event description:
It was reported that a spectrum infusion pump had issues with the door latching. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval observed the reported "door latching problems" as a door not fully latched alarm. The alarm was found to be caused by a failed upper link switch. The upper auxiliary assembly (including the switch) was replaced.